Manufacturer narrative:
E1 field: establishment address: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed blackout. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found the image was dark due to a malfunction in the charged couple device unit. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.